Manufacturer narrative:
The cause for the discordant, non-reproducible advia centaur xp tsh3-ultra result is unknown. The customer noted that quality control results were within range. A siemens' customer service engineer (cse) went on site and checked the sample probe and reagent probe alignments, wash station aspirate and dispense performance, acid and base dispense, and luminometer dark counts. The instrument was checked for bleash contamination. All checks passed. Nothing was found to indicate an instrument malfunction. The cse ran 20 replicates of controls and results were all within range with good precision. The system was fully functional upon departure. No conclusions can be drawn. The site continues to monitor the advia centaur xp tsh3-ul results for additional instances of non reproducible results.

Event description:
Customer observed a falsely low advia centaur tsh3-ultra (tsh3-ul) result compared to repeat testing on another advia centaur using the tsh3-ul assay and the tsh assay. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ul result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00071 on march 21, 2014 for a falsely low advia centaur xp tsh3 ultra result compared to repeat testing on another advia centaur using the tsh-3 ultra assay and the tsh assay.(B)(4). No further investigation is required.